Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the our of range impedance alert was for a high impedance reading on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant a warning was alerted for out of range impedance on the right ventricular (rv) lead. It was additionally reported that current measurements are within range. The lead remains in use. No patient complications have been reported as a result of this event.